Event description:
It was reported that after a da vinci-assisted total gastrectomy for gastric cancer, the patient experienced post-operative anastomotic leaks that resulted in sepsis, and ultimately expired on post-operative day (pod) 12. The surgeon stated there were no intra-operative complications during the procedure. The sureform 60 stapler instrument with blue and green reloads was used during the procedure. On pod 1, the patient experienced respiratory challenges and bilateral pleural exudate requiring continuous positive airway pressure (CPAP) treatment. On pod 2, the patient showed signs of sepsis and a CT scan with intraluminal contrast found leakage from the stapled esophago-jejuno anastomosis. In the following days, the patient was also diagnosed with intestinal leakage from the duodenal and entero-entero stapler anastomoses. Post-operative treatment included respiratory support, unspecified "drainage", and antibiotics. No information was available regarding if any additional surgical procedures were performed. The surgeon stated that all three sites stapled with the sureform 60 stapler and reloads are presumed to be defective as the staple lines experienced post-operative anastomotic defects. The cause of death was reported as sepsis and multiple organ failure.

Manufacturer narrative:
The sureform 60 stapler instrument and blue and green reloads are not available for failure analysis as they were discarded at the hospital. Review of the system logs found no errors occurred during the procedure that would have likely caused or contributed to the reported event. Log review of the 5 subsequent procedures performed on the system found no errors. A device history record (DHR) review for the device(s) used during the procedure found no non-conformance's related to this event. The sureform 60 stapler logs did not show any relevant errors. The following concomitant products were used during this procedure: 30 degree endoscope, harmonic ace, synchroseal, sureform stapler 60, tip-up fenestrated grasper, large needle driver, cadiere forceps, maryland bipolar forceps, large suturecut needle driver. A site history review found one report was received for the large suturecut needle driver instrument used during this procedure stating the instrument jaws would not open while it was being used to suture. This complaint is not relevant to the reported event. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient in this report had a total gastrectomy for gastric cancer with multiple uses of the sureform 60 stapler. Although no intraoperative issues were noted, the staple lines eventually leaked postoperatively which led to sepsis and additional complications. How the leaks were evaluated for potential causes or contributing factors and how the leaks were addressed was not reported. The patient eventually died. There are multiple possible contributing or causative factors which individually or cumulatively could lead to a staple line failure. These include surgical technique, tissue ischemia, and patient disease. For example, this patient had claudication which suggests vascular disease. This patient also had gastric cancer and the margins may not have been clear. The fact that multiple leaks occurred despite no device or anastomosis issues noted intraoperatively may suggest a patient related systemic issue. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.